Event description:
The customer reported that the unit would not recognize known good batteries in compartment b.

Manufacturer narrative:
The customer reported that the unit would not recognize known good batteries in compartment b. Philips evaluated the unit and confirmed the condition. The issue was resolved by replacing the power pca.